Manufacturer narrative:
Result of investigation: some pictures were provided for the investigation. They were observed and we can see that a part of the membrane is detached from bellow. Therefore, reported defect was confirmed.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the hfov 3100b ventilator tubing experienced ventilator showing "oscillator stopped" alarm. Found damaged patient breathing circuit's diaphragm after use. The customer confirmed that there was no patient harm associated with the reported event. As an intervention, replaced patient breathing set and resume the ventilator.